Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection. The patient underwent a revision procedure where the lead was explanted. The explanted device was not returned to bsc.